Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient could not see well immediately after surgery. The patient had laser surgery after months of the surgery. After one and half year, the patient had vision like cataract and patient started to wear reading glasses and still can't see to do anything requiring fine motor skills. The patient had decent distance that is blurred in certain spots, but, when evaluated together and could not see clearly. No more information available. There are two medical device reports associated with this patient. This report is associated with the right eye.